Event description:
Healthcare professional confirmed left side capsular contracture baker grade IV.

Event description:
Healthcare professional additionally reported left side capsular contracture, baker grade unknown. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The events of infection and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "infection" and "fluid kept oozing out of the opening." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "infection" and "fluid kept oozing out of the opening." Device has been explanted.